Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. No moisture damage noted on electronic assembly or motor assembly however, moisture damage noted on motor sleeve during visual inspection. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to insulin because the reservoir leaked. The customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. She woke up vomiting and was nauseous. Customer's blood glucose level was 593 mg/dl. The customer was in intensive care unit. She was treated with manual injections and drip. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had a little bubble. The insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.